Event description:
(B)(6) study: (B)(6). The pt had surgery on (B)(6) 2014 (later clarified as (B)(6) 2014). He has been experiencing increased pain after his original surgery when he received the duraseal (he also had a coflex implant). On (B)(6) 2014, he underwent a decompression at l3/4 to treat increasing low back and leg pain. The pt did not have a change in neurologic function prior to the re-operation. However, the pt did undergo a CT myelogram that showed "a posterior compression of the thecal sac at l3-4 with a lesser degree of compression at l4-5. This is extradural but anterior to the coflex." The treating physician reported that they removed a "ball" of duraseal exact from the surgical site during the re-operative procedure. Outcome was reported as event resolved with sequelae. Add'l info was requested and on (B)(6) 2014, the following was received from integra clinical program manager: the size of the "ball" will not be able to be confirmed. Nothing specific was dictated on either operative note (original surgery or the follow up). The doctor was asked what he remembered and he said "it was about the same size blob of duraseal that was originally placed in the subject ". Pt medical history: hypertension (year of onset: 2000), sleep apnea (2000), gerd (1967), peptic ulcer disease (1967), hypercholesterolemia (2000), spinal stenosis (2004), low back pain (2004). These conditions were ongoing at the time of surgery. No past spinal/neurological surgical history. It was clarified and confirmed that on (B)(6) 2014, the pt underwent a procedure for spinal stenosis (decompression procedure with instrumentation (coflex) for spinal stenosis at l4-l5) that involved an incidental durotomy. The length of the dural incision was 0.1cm. The durotomy was closed by suture and then duragen with duraseal exact. The pt began to develop recurrent radicular pain in the lower extremities on (B)(6) 2014 after the index surgery date on (B)(6) 2014. On (B)(6) 2014, CT myelogram showed soft tissue compression at l3/4. In addition, the pt experienced post operative nerve root compression of l4/5. Action taken: medication and surgical intervention. The pt underwent decompression l3/4 with evacuation of post-operative hematoma/seroma type tissue; decompression of l4/5; replacement of coflex at l3/4 on (B)(6) 2014. Cultures from intraoperative samples were negative. The principal investigator classified the event as a neurological sae (serious adverse event). At the time of the report, the sae was considered resolved with sequelae on (B)(6) 2014. The pt wasn't 100% pain free after the re-operation but had certainly improved enough to consider it essentially resolved at that time. The pt was discharged from the hosp on (B)(6) 2014. The pt was seen for the 2 week post surgical follow up on (B)(6) 2014. The pt was doing much better regarding the pain except he had the flu recently and is feeling poorly from that. The subject will be starting physical therapy.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.